Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. Insulin pump received with normal operating current. Insulin pump passed self test. Insulin pump passed off no power test. No damage on the (B)(4)/lcd isolation tape noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received an unexpected restart after putting new battery and pump screen is blank. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had not recurring during normal pump use. The customer reported that display did not return after pump restart. The insulin pump will be returned for analysis.